Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported during a liver tumor ablation, they experienced unstable temperatures. The generator stopped working and energy was prohibited. The procedure was stopped without any patient injury. The customer will not reveal any patient information.